Event description:
On (B)(6) 2010, patient reported he replaced the insulin cartridge this evening and after completing the change the cartridge procedure, prime and putting the infusion device into the run mode patient noticed insulin was leaking back into the chamber of the cartridge compartment of the infusion device. Patient stated he filled another insulin cartridge, completed the change the cartridge procedure, primed and then put the infusion device into the run mode. Patient reported again insulin was spilling into the chamber of the cartridge compartment of the infusion device. Patient stated the plunger is not stuck on the piston rod. Recommended patient used a cartridge out of a new box. Patient is switching to his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.